Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant. During the procedure, it was found that the lp failed to establish proper orientation for fixation. The catheter and lp were removed and the procedure on (B)(6) 2023 was abandoned. The patient was stable.

Manufacturer narrative:
The reported event of positioning failure was not confirmed. Final analysis found the helix length was within specification, and the inner diameter of the button where the bullets on the tether interact was found to be within specification. No anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of positioning failure was not confirmed. Final analysis found the helix length was within specification, and the inner diameter of the button where the bullets on the tether interact was found to be within specification. No anomalies were found.